Manufacturer narrative:
Submit date: 2017/june/12. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states during implantation of the catheter the doctor felt the catheter was leaking and removed and replaced it.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. A photo was provided by the customer. Visual evaluation of this photo was performed; the picture shows a palindrome catheter outside its corresponding packaging. It does show signs of use (blood). No signs of leaks are observed in the picture. Additionally, a sample was received which consisted of one palindrome catheter, which came inside a generic plastic bag and it presented signs of use (remains of blood). Visual inspection was performed and it was observed that the catheter did not present any visual defects. In order to confirm the reported issue a functional test was required. The sample returned was submitted to underwater test and bubbles were not detected. The evaluation of the sample did not identify any leak or crack. Based on this information a probable cause is that the clinician confused blood/liquid residue with a leak in the catheter. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that the product was manufactured according to specification and the device functioned as intended for an undetermined amount of time. Moreover, 100% of devices are inspected for leaks or cuts in the catheter per procedure. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during implantation of the catheter the doctor felt the catheter was leaking and removed and replaced it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.